Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. - since the circuit board of the subject device was broken, the front panel led's of the subject device blinked. - since the converter unit of the subject device was broken, the emergency lamp indicator of the subject device was lit up and the examination lamp of the subject device was not lit up and the emergency lamp was lit up. The exact cause of the circuit board failure and the converter unit failure could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and it was found following. Since the circuit board of the subject device was broken, the front panel led's of the subject device blinked. Since the converter unit of the subject device was broken, the emergency lamp indicator of the subject device was lit up and the examination lamp of the subject device was not lit up and the emergency lamp was lit up. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the examination lamp of the subject device was not lit up and the emergency lamp was lit up and the front panel led's of the subject device blinked. Other detailed information was not provided. There was no report of patient injury associated with the event.